Event description:
It was reported that the patient experienced low voltage alarms. The batteries and battery clips were exchanged but the alarms continued. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage/power cable disconnect alarms was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) ), collectively contained data spanning approximately 4 days (21sep2023 ¿ 22sep2023 per timestamp and 01oct2023 ¿ 04oct2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical low voltage events resulting in power cable disconnect alarms continued to be observed throughout the data. No other notable events were observed. The returned system controller was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.